Event description:
The customer reported that the system is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the multi-contact base. System operates as intended.